Manufacturer narrative:
Physio-control customer quality engineer further reviewed the electronic records and was able to verify the reported issue. It was observed that the device had experienced four unexpected losses of power on (B)(6) 2019. A cause of the reported issue could however not be determined.

Event description:
The customer contacted physio- control to report that their device switched itself off while crew performing observation s. Physio- control contacted the customer in order to obtain additional information about the patient and event; however, no information was provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. After performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device switched itself off while crew performing observations. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no information was provided.